Manufacturer narrative:
Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6), 2022, the drill bit broke while surgeon was drilling the bone. There was no surgical delay. The procedure was successfully completed. This report is for one (1) 1.8mm 2 flute drill bit 96mm/ w/marking. This is report 2 of 4 for complaints (B)(4).